Manufacturer narrative:
An oxygen mixer was returned to covidien/medtronic¿s product analysis. A visual inspection found the diaphragm, filter were dirty and stained. An investigation was performed and the reported issue was verified. The oxygen mixer generated a noise; however the cause of the noise could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator air and oxygen (o2) mixers are making humming and vibrating noise. The ventilator was not in use on a patient at the time of the reported event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.